Event description:
Device leaked during pt use. Device contained 2000 mg - 3000 mg of 5fu and ns for a total fill volume of 95 ml. Per reporter, " majority" of solution leaked outside of device, however, no pt injury occurred and no medical intervention was required as a result of the reported condition. No other specific information is available about this incident.